Manufacturer narrative:
(B)(4).

Event description:
A pt's pump underwent motor stalls. The pump was later restarted, but then had stalled again. The pt was admitted to a hospital. Oral baclofen was administered, and the pt was indicated to be fine after that. The first stall occurred on (B)(6) 2010, with a motor stall recovery on (B)(6) 2010. The second stall occurred on (B)(6) 2010, however, no motor stall recovery was recorded. On (B)(6) 2010, a "stopped pump period may exceed tube set" was displayed. The pump was 6 months from a normal elective replacement indicator. The following medications were administered via the pump: compounded baclofen (2000 mcg/ml), and morphine (4 mg/ml). The pump was replaced and the pt was doing well. Additional info will be provided in a follow-up report as it becomes available.